Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab insertion difficulty is confirmed. Upon return, the iab was noted with the packaging retention sleeve over the iab bladder, which indicates the iab was not prepped correctly per the IFU. The root cause of the complaint is a result of improper prep per the IFU. An in-service has been requested to reiterate the IFU, including the appropriate method for catheter prep/removal from its packaging. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that the staff had difficulties with insertion of the intra-aortic balloon (iab). As a result, a new iab was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the staff had difficulties with insertion of the intra-aortic balloon (iab). As a result, a new iab was used. There was no report of patient complications, serious injury or death.